Event description:
Pacesetter pulse generator model #2360l implanted on 8/27/97. On 9/19/97 pt underwent CABG procedure requiring reprogramming of pacemaker. After surgery completed, unable to reprogram pacemaker to sensing mode for more than 24 hrs; allowing pacemaker to fire causing arhythmias requiring treatment (medication & defibrillation). Generator was explanted 9/25/97 after pt expired.